Event description:
Additional information received reported that the device diagnosis was high impedance. The clinical diagnosis was a loss of therapeutic relief. There was lead migration/dislodgement. There was lead erosion through scrotal sac skin. Interventions included reprogramming. Interventions included explanting and not replacing the leads. The event resulted in an unscheduled clinic or office visit. The patient reported a loss of pain control. The device was interrogated and showed that impedances were out of range. The lead was protruding from the site. An examination showed lead erosion through scrotal sac skin. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was reported as related to the leads which were connected to the implantable neurostimulator (ins). The outcome was resolved without sequelae. It was unknown which lead eroded through the skin.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v612850, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID 3888-45, lot# v851631, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. The healthcare professional reported via the manufacturer representative that a patient implanted for spinal pain and complex regional pain syndrome had leads that eroded through the skin. The stimulator remained implanted and the leads were to be re-implanted in five weeks. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that a patient implanted for spinal pain and complex regional pain syndrome had leads that eroded through the skin. The stimulator remained implanted and the leads were to be re-implanted in five weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.